Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out the atrial lead was capped on (B)(6) 2016 due to being fractured. No further information could be obtained.